Event description:
The customer reported that the charge (#2) button failed.

Manufacturer narrative:
(B)(4): the customer reported that the charge (#2) button failed. The unit was evaluated by a philips field service engineer. Multiple parts were replaced. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.